Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain and discomfort after their implantable cardioverter defibrillator (ICD) implant. A pocket revision procedure was completed and the device remains in use. No patient complications have been reported as a result of this event.